Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had shocking and a jolt sensation in their stomach that started last week in (B)(6) 2016. The shocking was due to a gradual change. In the past 4 days prior to (B)(6) 2016, it had gotten worse and now felt like a burning sensation. The patient's health care provider (hcp) was out of town until (B)(6) 2016. The patient was going to try to contact their primary care physician (pcp) to contact a manufacturer representative to have the patient's implantable neurostimulator (ins) turned off.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead . Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received from the consumer reported that the circumstances that led to the jolting and burning sensation in the stomach were more activity and weight loss of 5 lbs. In 1 week. The step taken to resolve the jolting and burning sensation in the stomach was that the patient saw their health care provider (hcp) and had stimulation turned down to minimal therapy by the nurse and manufacturer representative. The patient was in their hcp's office on (B)(6) 2016 when they turned down the stimulation. They reset stimulation on (B)(6) 2016 and turned it back on to full strength and now the patient was at 5.4 or 5.5 with 4 seconds on and 1 second off. The jolting and burning sensation in the stomach had been resolved. When they went to the hcp's office on (B)(6) 2016, the nurse stuck the unit on and cranked the stimulation back up to where it was set. Then the patient got pulsing and burning. Less than a week after turning it back on, the patient's nausea was getting worse and the patient felt pulsating in the area of the implantable neurostimulator (ins) just below less than a quarter of a centimeter from where the leads were connected to the unit. It was fine for a couple of days and then started again. Not only had the problem not been resolved, but it had gotten a little worse. The patient mentioned they got epidural pain blocks on (B)(6) 2016 for lower back pain due to a shattered si joint and asked their hcp if it would affect their therapy and they said it would not affect it. The hcp told the patient the only change they might notice in the first couple of days was that the bowel movements might be more frequent until the medication and steroids got into the system. The patient had their battery replaced in (B)(6) 2015 for normal battery depletion, but they never replaced the leads. The patient was concerned the lead may be corroded. The patient asked the nurse if the lead could be corroded and was told no it was wrapped in a thick layer of plastic so it could never corrode. The patient saw their hcp on (B)(6) 2016 and was told their disease was getting worse and they had 2 options. One was to turn stimulation down to minimal therapy or turn it off. They did not check the patient's device. The patient hadn't seen their hcp since they replaced the battery and always had to see the nurse. The patient was told this was their disease and they would have to get used to it. The patient was told at their hcp's office that their gastroparesis was so bad that they were getting zapped by the stimulator. The "sulsation" and zapping were progressively getting worse and it was constant. This started on (B)(6) 2016 or (B)(6)2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.